Manufacturer narrative:
(B)(4). The third party service agent evaluated the device and replaced the therapy pcb assembly and the power module assembly. Thereafter, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself. There was no patient use associated with this event.

Manufacturer narrative:
Section d4 of the initial medwatch report indicates: device identifier (di) number ¿ blank. Section d4 of the initial medwatch report should indicate: device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device powered off and on by itself. There was no patient use associated with this event.